Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump alarmed for air-in-line during an unspecified infusion. The disposable tubing set was noted to have intermittent air bubbles all along the line stretching to the patient's IV site. The pump did not stop air. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump alarmed for air-in-line during an infusion of thiamine 500mg in 60ml normal saline bag. The disposable tubing set was noted to have intermittent air bubbles all along the line stretching to the patient's IV site. The pump did not stop air. Although requested, further information was not provided.

Manufacturer narrative:
The customer reported that pump module alarmed for air in line during infusion and the pump did not stop air were not confirmed. Root cause: the root cause of reported complaint that the large volume pump alarmed for air-in-line during an infusion of thiamine 500mg in 60ml was not identified. The customer report that the pump did not stop air was not identified. Inspection: pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. An internal inspection was performed on the source pump module. The internal inspection found no irregularities. Log results: the review of the pcu error log showed no errors or malfunctions on the incident date. The pump module event log recorded an air bolus limit of 250l with accumulated air enabled. The review of the pcu event log shows the pcu and source pump module are powered on, (B)(6) 2020 at 5:29pm. The user selects ¿new¿ patient and the ¿adult¿ profile. The source pump module was selected on (B)(6) 2020 at 5:35 pm. The source pump module was programmed for a ¿basic¿ infusion at a rate of 999ml/hr vtbi 1000ml. The logs record the source pump module receives a ¿remote IV¿ message for thiamine 500mg/60ml on (B)(6) 2020 at 8:31 pm. The infusion completes and transitions to the primary infusion there were no errors or alarms observed in the log. The primary infusion continued. At 5:41 am and 5:48 am, the source device alarms for air in line. The alarm is silenced twice then the device is channeled. The channel off initiates a system shutdown. Test results: infusion testing was performed on the returned system and administration sets. During testing there were no irregularities. The air in line threshold test was performed on the returned system. The air detection system successfully detects single air boluses and accumulated air. Device history: a review of the device history record showed the device had a manufacture date of 12dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.